Event description:
It was reported the patient had an infection at the device pocket. The healthcare professional¿s (hcp) plan was to clip the extensions below the lead extension connection point if the infection had not spread. Hospitalization and explant of the implantable neurostimulator (ins) was required. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension; product ID 3387s-40, lot# va0pj76, implanted: (B)(6) 2015, product type: lead; product ID 3387s-40, lot# va0pj76, implanted: (B)(6) 2015, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
Additional information received reported perioperative antibiotics were administered and the patient did not have meningitis. The primary location was the implantable neurostimulator (ins) pocket and a culture was obtained from the pocket. "Cong ng staph" was cultured. Intravenous and oral antibiotics were given to the patient and partial device explant was done. The infection had resolved.

Manufacturer narrative:
(B)(4)